Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is loose on the shaft-oral-b io toothbrush [device connection issue] small pin on end of the shaft is protruding and has very sharp edges-oral-b io toothbrush [device physical property issue]. Case narrative: consumer via e-mail stated that brush head is loose on the shaft. The small pin on the very end of the shaft is slightly protruding and has very sharp edges. No injury reported.